Manufacturer narrative:
Updated data: d9, h2, h3, h6. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the capsule partially opened. There was deformation to the distal end of the capsule. There was a bend to the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. On retraction of the capsule via the rotation of the actuator, the returned valve deployed as expected. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. The reported event for buckle could be confirmed in the analysis due to the deformation to the distal end of the capsule. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID evfxplus-23 (serial: (B)(6)); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012561871); product type: 0195-heart valves; non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the transcatheter aortic valve evfxplus-23, the delivery catheter system (dcs) could not advance via the axillary artery into the aortic arch. The physician applied significant force, causing the capsule to be under pressure and behave like an accordion. This resulted in the perforation of the subclavian artery, which was resolved with the implantation of a covered stent. After retracting the dcs, the physician switched to a non-medtronic external sheath and successfully implanted a new valve.

Manufacturer narrative:
Updated data: b5. Second paragraph added additional codes. Corrected data: h6. Device code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the transcatheter aortic valve evfxplus-23, the delivery catheter system (dcs) could not advance via the axillary artery into the aortic arch. The physician applied significant force, causing the capsule to be under pressure and behave like an accordion. This resulted in the perforation of the subclavian artery, which was resolved with the implantation of a covered stent. After retracting the dcs, the physician switched to a non-medtronic externalsheath and successfully implanted a new valve. Additional information was received that a contributing patient anatomy factor included a sharp curve from the subclavian artery into the aortic arch. A procedural delay occurred due to the time took to load a new valve into a new dcs.